Manufacturer narrative:
Visual review confirms rod broken. Fracture surface smearing noted. Multiple witness marks noted on rod. No surface defect identified adjacent to the initial crack propagation area that could contribute to crack initiation and propagation. Examination of the fracture surface identified multimodal fractures, with a small initial region of sub-critical overload, as evidenced by the rays emanating from a single origination point, followed by cyclic wear, as evidenced by the progressive convex striations and beach marks running through approximately 50% of the way through the cross-sectional area. This section followed by another region of increased material disruption, and some indication of a shear lip, which are consistent with overload which appears to have subsequently resulted in ultimate failure of the implant. Rod chemical, mechanical, hardness, and grain structure properties verified by independent 3rd party inspection. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(6). (B)(4). The product has been returned to the manufacturer and the product analysis is anticipated but not yet begun.

Event description:
It was reported that the patient underwent posterior fusion at th10-s2. Post-op, during the follow-up period one year ago, a rod at s1-s2 was broken but the surgeon just kept on observing. A few days ago, the surgeon found l2-l3 rods broken on both sides and non-union at l2-l3 and l5/s, so the surgeon performed revision surgery to replace rods and do bone graft. On (B)(6) 2015, he removed the rods on both side, used domino connectors to fix 4 rods. No patient complications were reported after the revision surgery.